Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support runs of ventricular tachycardia (vt), kidney failure, and repositioning of the pump was noted. The patient went into complete heart block after repositioning of the pump. Care was withdrawn and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.